Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) hispanic/latina female patient underwent a revision augmentation with 650cc mentor memorygel breast implants on (B)(6) 2012 developed right-sided breast pain and burning sensation. The patient underwent MRI on (B)(6) 2018 which suggested extracapsular silicone anterior to the medial aspect of the left implant. The patient also had an ultrasound that showed 3 mm simple appearing cyst 2 cm from the nipple of the right breast. No suspicious features were evident in the right breast. In the left breast a 2.1 x 0.7 x 1.2 cm cyst was identified 7 cm from the nipple with a smaller cyst (3.7mm x 4.0 mm) within it. No malignant features were evident (birads 2). The patient underwent bilateral explantation, bilateral capsulectomies, and bilateral replacement of the implants with mentor gel implants on (B)(6) 2018. Both of the explanted devices appeared intact upon removal. The right beast, capsule, left breast capsule, and left breast tissue underwent pathological testing. The left and right capsule returned back with foreign body giant cell reaction to silicone and the left breast tissue was negative for presence of silicone and ruled out silicone extravasation. During the explantation procedure, the patient's devices were replaced with 300cc mentor smooth round moderate plus profile saline breast implants (catalog number 3502300, left-sided serial number ,(B)(4) right-sided serial number (B)(4)). This report is for the patient's right-sided device.